Event description:
Information received by medtronic indicated that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer reported the pump was cracked . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08440 inches. No unexpected pump error 37 alarm or pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thump. Insulin pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage on the electronic assembly, force sensor and vibrator assembly noted. There was no pump error 130 alarm recorded in the formatted history file for the event date. However, pump error 37 alarm was recorded and found in the formatted history file on: 03/23/2022 20:15:12.000. Pump error 37 alarm due to corroded motor home switch. No pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the back of the pump. Pump error 130 alarm was not confirmed. Pump error 37 alarm was confirmed. Pump error 37 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.